Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022, product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a staph infection with fluid discharge, and fever. Patient was discharged home with antibiotics. Device was explanted. Issue resolved.